Manufacturer narrative:
The creatinine and the magnesium reagents' lot numbers and expiration dates were not provided. General reagent issues can be excluded as no further issues were reported, and correct reruns were performed with the same reagents. The field service engineer cleaned the sample probe and exchanged and adjusted the reagent probes. He then confirmed that the tests and the module were performing within specifications. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with creatinine plus ver.2 assay and 1 patient sample tested with magnesium gen. 2 assay on a cobas c 503 analytical unit. Sample 1: creatinine: initial result: 80 mol/l. Repeat result: 52 mol/l. Sample 2: creatinine: initial result: 216 mol/l. Repeat result: 158 mol/l. Sample 3: magnesium: initial result: 0.54 mmol/l. Repeat result: 0.89 mmol/l. Sample 4 (urine sample): creatinine: initial result: 1.17 mmol/l. Repeat result: 0.45 mmol/l. The initial results were considered high, and the samples were repeated. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.